Event description:
It was reported that the patient underwent a left shoulder replacement and was subsequently revised. During the revision procedure, the glenoid exhibited metallosis. The glenoid cage was noted to be loose and did not require the use of peg extractors for removal. There was noted wear. All implanted components were explanted. The surgeon implanted a competitor¿s humeral components along with a custom glenoid component. The patient was last known to be in stable condition following the event. No additional information is available.

Manufacturer narrative:
D10: 1400-ag - cemex gento low viscosity 40g kit: aa7754. 300-01-15 - eq, humeral stem primary, press fit 15 mm: 3759094. 300-10-45 - eq replicator plate 4.5 mm o/s: 3780412. 300-20-02 - eq square torque define screw drive kit: 3812128. 310-01-47 - eq, humeral head short, 47 mm (beta): 3726421. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.